Event description:
The following has been reported: user complains about air detection. Device partially detects air after inserting a set filled with liquid. The application cannot then be started. Partial air alarm during use, although no air is visible in the set. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.